Event description:
The report rec'd from the field indicated that during an interventional procedure, the cypher stent did not cross the target lesion. The lesion was reported to be the calcified mid right coronary artery (rca). The physician attempted to withdraw the stent delivery system (sds) back into the guiding catheter but was not successful. The physician then removed the entire system including the guiding catheter to the femoral introducer sheath and the cypher stent dislodged. The stent migrated to the pt's right peroneal artery. There were no attempts made to retrieve the stent at this point. The pt was reported to have good peripheral pulses (anterior/posterior tibial). The pt will be continued to be followed clinically. A vision stent was used to treat the pt's mid rca lesion successfully.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional info will be submitted within 30 days upon receipt.